Event description:
It was reported that a patient underwent a revision surgery due to infection three years later from the primary surgery.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].